Event description:
Pt called lfs and alleged their meter would only prompt an error 1 message. It is not known when the pt was last able to test on the meter. They reported no symptoms at the tin=me of attempting to test. The pt stated that they ate/drank after attempting to test. The pt contacted their medical professional for advice; no treatment was given. The pt did not have any control solution available to test on the meter. Based on the info provided, there is evidence of meter malfunction; however, there is no evidence of the pt suffering a serious injury. The meter has been replaced for the pt. No further info has been reported.